Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was damaged. Customer states that top of the reservoir was broke off and black o-ring fell out. Customer¿s blood glucose was unknown at time of incident. Customer advised to discontinue use of pump and revert to back up plan as per hcp¿s instructions. Customer completed the troubleshoot. Insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump was received with missing retainer, missing reservoir tube o-ring, scratched case, broken reservoir tube lip, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.